Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter questioned an anion gap result for 1 patient sample tested on a cobas pro ise analytical unit. Upon review of the patient sample results, discrepant sodium (na) results were identified. The initial result was 128.7 mmol/l. The repeat result on a different cobas pro analyzer was 135.5 mmol/l. The repeat result was believed to be correct.